Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple kinks along its length. A detailed microscopic examination of the balloon material identified a longitudinal tear in the balloon material along the entire length of the balloon body and therefore the balloon could not be inflated. A microscopic examination of the polymer extrusion shaft noted the inner lumen was kinked at 3mm distal to proximal markerband. A microscopic examination of the tip showed no signs of damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported. The patient was in good condition.